Manufacturer narrative:
The clinical complaint is being investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no other clinical complaints were found associated with this lot number. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Prollenium medical technologies' medical director's response to this adverse event will be provided to the clinic along with the letter indicating approved areas for injection for revanesse versa+ product when requested information for conducting investigation is provided.

Event description:
Based on the information provided, the patient was injected with revanesse versa+ (with lidocaine) 1.2 ml into the lips area of the patient on (B)(6) 2022. Amount of product injected is 0.4 ml in total, according to the initial report. Patient is female; date of birth: (B)(6) 1981; age of the patient: 40 years old. According to the initial report, patient was injected with 0.2 ml of revanesse versa+ (with lidocaine) 1.2 ml into vermillion border on (B)(6) 2022. Patient came back a week after treatment for additional treatment. Injector noticed 2 bumps under the vermillion border below the cupid's bow. The bumps were approximately 0.2 mm in diameter. The bumps were dissolved with 5 units of hylenex. 0.2 ml of dermal filler was added to wet-dry border lip at same visit. On (B)(6) 2022, a patient came in for evaluation and a 0.5 mm nodule/blister-like bump was noted on the right side of the upper lip near the wet-dry border. Upon stretching the lip, several more small nodules were seen. Approximately 40 units of hylenex used to dissolve filler on (B)(6) 2022. It was noted that the patient would return on tuesday, (B)(6) 2022, for evaluation. No medical history reported. No medications reported. No allergies to dermal filler reported. No elevated fitzpatrick scale reported. No allergies to dermal fillers reported. No pre-existing risk factors reported. Since the day of notification, the injector and medical director of the clinic has been contacted several times via the email address provided in the initial communication to retrieve more information regarding the ae, however no response has been received. As of 29 july 2022, no response from the injector has been received. The qa department at prollenium medical technologies will continue the investigation.